Event description:
Product was received for repair only. A portion of the upper jaw was found to be broken off and missing. Contact with hosp confirmed device was broken during use in surgery. Piece was retrieved without impact to pt or case.